Manufacturer narrative:
Product event summary: the hvad pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via log file analysis which revealed an increase in power consumption beginning on (B)(6) 2018. The 96 high watts alarms have been logged since (B)(6) 2018. Multiple vad disconnect alarms were logged on (B)(6) 2018, likely due to the disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a high watt alarm, red colored urine for the previous two days, and yellow eyes. The patient indicated that they had not taken their anticoagulation for days. There was high power noted on the ventricular assist device (vad). The patient was transferred to a different clinic and a pump exchange was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.